Event description:
On 11/27/2006, the customer was shaking and knew she had to test her b/g. Within 15 mins she received the following readings on the same device: 89 mg/dl, (15 mins apart) 126 mg/dl, (10 mins apart) and 17 mg/dl; several hours prior to getting these results the customer had tested and received 89 mg/dl. Customer did not run controls. Customer treated herself by eating some cheese and chocolate coated cookies and felt better. A request was made for the return of the device and a replacement was sent.